Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported a dental implant removal because it was not possible to remove the connection from the implant when it was been placed. There is no information about implant replacement in the same surgical act.